Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was in the customer's pouch and an unspecified malfunction occurred. Customer's blood glucose level was approximately 300 mg/dl. Reportedly, the malfunction alarm was cleared and insulin delivery was able to be resumed.